Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient reused pd equipment and did not wear a mask during therapy. The patient was hospitalized ten days after onset and was treated with injection amikacin intraperitoneally (ip) 250 mg (frequency and duration not reported) and injection cefazolin ip 500 mg each bag (frequency and duration not reported) for the event. At the time of this report the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.